Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labour'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), stillbirth ('stillbirth') and amniorrhexis ('the coil ruptured her sac') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and amniorrhexis (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature labour, pregnancy with contraceptive device, stillbirth and amniorrhexis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered amniorrhexis, pregnancy with contraceptive device, premature labour and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('premature labour'), pregnancy with contraceptive device ('pregnancy with contraceptive device'), stillbirth ('stillbirth') and amniorrhexis ('the coil ruptured her sac') in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced premature labour (seriousness criterion medically significant), stillbirth (seriousness criterion medically significant) and amniorrhexis (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature labour, pregnancy with contraceptive device, stillbirth and amniorrhexis outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered amniorrhexis, pregnancy with contraceptive device, premature labour and stillbirth to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.